Event description:
During a monthly inspection, the customer found the device with all three (attention, charge pak, and wrench) icons illuminated. The reported issue could be an indicative of the device failure to power on. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device at the failure analysis center and observed that it would not turn on. Further analysis of the device digital pcb assembly found the internal hlc batteries depleted. The cause of the reported failure was an ic chip, designator u31 from the pcb assembly. A replacement device was provided to the customer.